Manufacturer narrative:
The device was not received for evaluation and was reported to have been discarded; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up report will be submitted.

Event description:
The jetstream was used with a thruway wire. During the procedure, while rexing, the wire got stuck in the device and the surgeon had to remove both the wire and the jetstream catheter together. The procedure was completed using a different wire and catheter.